Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The right ventricular (rv) defib conductor was fractured in-vivo (flexed).

Event description:
It was reported that the lead integrity alert (lia) triggered, and the superior vena cava (svc) lead coil exhibited high/fluctuating impedances. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead - 2008-(B)(6). (B)(4).

Event description:
It was reported that the lead integrity alert (lia) triggered, and the superior vena cava (svc) lead coil exhibited high/fluctuating impedances. It was further reported that the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.